Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator fell and they asked for a quote for repair. The therapy port was damaged. Patient involvement is unknown, there was no report of injuries.